Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation was unable to determine the cause of the reported issue. In this case, it is unknown what malfunction occurred. It is possible, a difficult to open or close, a material separation, or a break occurred; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date estimated.

Event description:
It was reported that this was an arteriotomy closure of a femoral artery using a prostyle device related to an interventional ep ablation procedure. Reportedly, the device did not deploy properly and became lodged in the femoral artery requiring transfemoral cutdown to remove the device. No additional information was provided.